Manufacturer narrative:
Due the feedback occurrence it was determined that two situations can cause what may appear as clogging. If the end user accidentally causes the needle tube inside the pen hub to bend before the pen needle is properly secured onto the insulin pen, the insulin path is obstructed. Another occurrence could occur if the needle tube does not properly meet the insulin rubber barrier. This can occur due to the difference in brands and the thickness of the rubber barrier on the insulin pens, the rubber barrier/stopper is not completely pierced therefore, the insulin will not flow freely. No device malfunctions found during reserved lot testing.

Event description:
End user reports clogging while using pen needles catalog #: 831361, lot: 52997, expiration date: 01/07/2026.